Event description:
Information as it was reported to ams indicates that at 30 minutes of use, the laser displayed error 171 and error 820 indicative of a system malfunction. Joules used 187,813. The customer was unable to clear the errors that occurred. The procedure was completed with an alternate procedure (resection). There were no damages to the patient.

Manufacturer narrative:
Device evaluated by manufacturer updated. System analysis/service repair on october 14, 2014: the ¿error 171¿ issue was confirmed but could not be reproduced on the field. Quality inspection was performed based on tech bulletin 147. The error was determined to be the result of fiber life. Detector set up was calibrated; aim beam was checked; fiber port was cleaned. Desiccant was replaced a month earlier. Field test performed was successful. The system was verified to meet manufacturer¿s specifications.